Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-03116. Clarification to h10 related report number "9617229-2025-03929": information contained in this report was previously submitted via emdr mrn# 9617229-2025-03929. All information has been consolidated into this report. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event lymphoma - alcl-suspected is classified as medical and it is unable to observe, therefore this is unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The events of lymphoma-alcl, seroma-late, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason(s) for reoperation is/are: lymphoma-alcl, seroma late, lymphadenopathy, and silicone migration. Continued e1 phone number: +(B)(6). Continued g2 - report source: patient representative. Additional physician information provided by patient representative: implanting, diagnosing, and explanting physician - dr. (B)(6); (B)(6) hospital, leeds, UK, ls9 7tf; +(B)(6). Consulting physician - dr. (B)(6) ; (B)(6) hospital, general practitioner - dr. (B)(6) leeds, UK, ls8 5jw.

Event description:
Healthcare professional reported left side "alcl" and "seroma-late." Histology report confirms cd30+ and alk- markers. Patient representative reported patient presented to the breast unit "complaining that the left breast had become larger than the [contralateral side]". Patient had a 175cc seroma drained from the left breast and sent to cytology, which showed "atypical cells with suspicion for bia-alcl". Histology for the left capsule tissue "confirmed bia-alcl t2 at most" and "repeat testing of the peri implant fluid was also consistent with bia-alcl". Physician further reported left side bia-alcl stage t2 n0 m0. Histology report from samples of the fluid and capsule confirms the cd30+ and alk- markers. The reporter states the patient is in remission. Patient representative later reported 'aspiration of fluid around left implant reviewed on cytology. Cytology is consistent with a malignancy called bia alcl. Cd30+. Seroma fluid shows scattered cells with irregular nuclei and abundant cytoplasm'. Health professional additionally reported "lymph node with thicken cortex 5mm", "fluid collection contents had echogenic mixed material", "silicone lymphadenopathy", "swollen left breast", "two cores of tissue", "fragments", "linear scar", "fibro-collagenous capsule with collections of atypical appearing lymphoid cells (cd30 positive)", "foamy histiocytes", "thyroid cancer"-not device related, "pigment laden histiocytes", "lymphocytic aggregates", and "dermal scarring". The device has been explanted with total en bloc capsulectomy. Device was discarded.